Event description:
It was reported that the patient stated that his inflatable penile prosthesis (ipp) has not being working properly for one year due to inflation issues. The physician attempted to cycle the device but was not successful. A revision surgery was performed and upon explant it was identified that the right cylinder presented a separation near the distal tip. The ipp device was removed and replaced with an ambicor penile prosthesis due to a patient request. There were no patient complications reported.